Event description:
The customer observed a falsely elevated ca19-9xr result for one patient on the architect i1000sr analyzer. The following results were provided: sid (B)(6). (Note: previous value: 2 u/ml); initial: 55.7 u/ml, repeat 3.8 u/ml, 5.4 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. High test results patient problem; no known impact or consequence to patient. The complete sid is: (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A single definitive cause was not identified. Field service considered the ca 19-9xr result issue resolved through replacing the vortexer, stabilized (part number 7-76656-02) which was replaced during troubleshooting and was considered worn out from normal use. However sample handling could not be ruled out as a contributing factor; only 1 patient result was impacted. Multiple parts were replaced to include vortexer 1 and wz valves 1, 2 and 3 as a precaution. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.